Manufacturer narrative:
The device was returned to olympus for inspection and evaluation has confirmed the reported event. Based on the results of the investigation, due to damage on the channel tool, water-tightness is lost. Due to damage on plug unit, b30(scope communication err) occurred, therefore no image is displayed. A definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the subject device had damage on the channel tool resulting in water tightness being lost. In addition, a b30 scope communication error resulting in no image being displayed was noted. There was no patient involvement.